Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A right ventricular (rv) lead revision was performed due to noise and oversensing resulting in inappropriate atp and defibrillation therapy delivered to the patient. The lead was capped and replaced and the patient was in stable condition.